Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was first test fired once in air so that the clip formation could be observed. The jaws were observed to not close all the way and the clip was partially formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improperly riveted components prevented the jaws from closing completely causing partially formed clips. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical revision following sepsis, the surgeon wanted to clip a vessel after bleeding but the hemorrhage did not stop. It was found that the clips did not close properly and thus did not block the vessel. A clip with a reusable instrument was used to stop the bleeding.